Event description:
It was reported that the alarm 011 (patient temperature 1 below low patient alert), 014 (patient temperature 1 probe out of range), 015 (unable to obtain a stable patient temperature), 050 (patient temperature 1 erratic), 051 (patient temperature 1 below control range), 116 (patient temperature 1 change not detected) occurred during usage. Per review of wo on 12mar2025, device was used on patient. There was no patient injury report. Per follow up information received via mail on 12mar2025, it would be sent to imi. The issue has not been resolved yet. Therapy completion status was under investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 011 (patient temperature 1 below low patient alert), 014 (patient temperature 1 probe out of range), 015 (unable to obtain a stable patient temperature), 050 (patient temperature 1 erratic), 051 (patient temperature 1 below control range), 116 (patient temperature 1 change not detected) occurred during usage. Per review of wo on 12mar2025, device was used on patient. There was no patient injury report. Per follow up information received via mail on 12mar2025, it would be sent to imi. The issue has not been resolved yet. Therapy completion status was under investigation. Per sample evaluation results received via task on 28aug2025, it was reported that the tank was overfilled with water, contributing to the reported issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed temperature in cable. The device was evaluated upon receipt. Confirmed alarms 011, 014, 015, 050, 051, 116 in case data. Patient temperature probe adaptor cable defective. Tank was overfilled with water, contributing to the reported issue. No repair done. - customer declined repair. A review of the risk document, (B)(4) rev 26, was performed for this investigation. The reported event is addressed in step # ra15. The severity/effects of this complaint were addressed within the fmea. Potential causes were identified and reviewed. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. A DHR review is not required as the batch number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 011 (patient temperature 1 below low patient alert), 014 (patient temperature 1 probe out of range), 015 (unable to obtain a stable patient temperature), 050 (patient temperature 1 erratic), 051 (patient temperature 1 below control range), 116 (patient temperature 1 change not detected) occurred during usage. Per review of work order on 12mar2025, device was used on patient. There was no patient injury report. Per follow up information received via mail on 12mar2025, it would be sent to imi. The issue has not been resolved yet. Therapy completion status was under investigation. Per sample evaluation results received via task on 28aug2025, it was reported that the tank was overfilled with water, contributing to the reported issue.